Event description:
During ptca treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at eight atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'